Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and cerebrovascular accident are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, an acculink was implanted in a mildly calcified, 90% stenosed, de novo, right, internal carotid artery and discharged the next day. Reportedly, the patient presented to the emergency room, on (B)(6) 2012, with left arm weakness, shortness of breath, and chest pain [angina]. The patient was admitted to the hospital and a magnetic resonance imaging (MRI) found acute ischemia involving the right hemisphere and was diagnosed with a stroke. The patient was discharged to a rehabilitation facility and the symptoms are much improved. There is a plan to discharge the patient home within the next couple of weeks. A carotid ultrasound is planned in (B)(6). There was no additional information provided.